Event description:
It was reported that bd alaris pump module smartsite infusion set bulged the following information was received by the initial reporter with the following verbatim: detail: IV tubing bubbled out in part of stretchy tubing that goes into the alaris pump

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that IV tubing bubbled out in part of stretchy tubing that goes into the alaris pump. No product or photo was returned by the customer. The customer complaint of bulge/ balloon in silicone segment could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007 lot number 24026318 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 10apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.